Event description:
The customer reported that the insulin pump alarmed motor error. Troubleshooting was performed. The customer stated that the device was exposed to an MRI at the airport. Ran a displacement test and the test failed. The customer mentioned that there is a crack at the bottom of the insulin pump. Advised the customer revert to back up plan until the replacement of the insulin pump arrives. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
Motor error alarm during basic occlusion test due to a cracked end cap. The insulin pump passed the displacement test. Unable to perform occlusion test due to motor error alarms during basic occlusion test.